Manufacturer narrative:
Concomitant medical product:product ID: 5071-35, product type: lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a power on reset (por) during interrogation. The por was cleared and the crt-d remains in use. No patient complications have been reported as a result of this event.